Event description:
It was reported that a patient underwent a lumpectomy on (B)(6) 2017 during which a biozorb was implanted. Patient had a prior diagnosis of invasive ductal right breast carcinoma. The patient reported that she suffered hard painful lumps, sensitivity, itching, swelling, reddening, and necrosis of her breast. No other information is available.

Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Manufacturer narrative:
After additional medical review it was determined the patient is a 41yo premenopausal, latina woman with a past medical history of obesity, on depo-provera x12 years, with iron deficiency anemia (secondary to menorrhagia), tobacco (more than 10 pack years,) multiple allergies (nickel, latex, antibiotics), neuropathy (nos), anxiety/depression requiring hospitalization, mrsa carrier, migraine headaches, bi-occipital neuralgia, and chronic back pain. In july 2017, the patient presented with multiple breast abscesses and right breast pain, which started approximately 2 months prior, when she had a left breast abscess that required drainage in the emergency department, this was on april 25. She stated that this healed fine, however she developed another abscess under her right breast approximately 2 weeks prior to presentation. This was improved on presentation, however she has developed more diffuse right breast pain." Biopsy in (B)(6) 2017 revealed right breast invasive ductal carcinoma with a positive lymph node, ER-, mildly positive (1%) to pr, her2- ("almost triple negative"), with 5 abnormal nodes on imaging, measuring 1.8cm. Clinical stage ill (ct1n2mx) after neoadjuvant chemotherapy surgical pathology downgraded to pathological stage iia((y)pt1an1a). After cancer diagnosis, patient had an excision of right breast skin abnormality- pathology noted, "dermal abscess and foreign body type granulomatous reaction¨ consistent with a sebaceous cyst with abscess. A port was placed and the patient had neoadjuvant chemotherapy (dose dense chemo: adriamycin, cytoxan, taxol). An MRI post chemotherapy showed a near complete response. The decision was made to perform breast conserving surgery with axillary node dissection. On (B)(6) 2017, the patient underwent "right breast needle localized lumpectomy with excision of shave margins and axillary lymph node dissection, creation of deep tissue advancement flaps totaling 12 square centimeters, and placement of absorbable 3d dimensional implant. The biozorb device was then sutured in place at the prior tumor site using a 2-0 pds suture. This was circumferentially sutured in place, including suturing it to the undersurface of the mobilized soft tissue flaps. This recreated the location and space of the tissue that had contained the cancer. Thereafter, the previously mobilized breast tissue was advanced toward the device and reconfigured to encase the lumpectomy space, completely covering the device." Pathology results revealed: invasive ca, grade ii, negative margins, 3/11 positive lymph nodes, pathological stage iia((y) pt1an1a). Immediate post-operative course: the patient had a small, asymptomatic, palpable seroma on exam . Rad oncologist visit (B)(6) 2018, approximately 1mth postop notes the patient was healing well post-surgery with some "discomfort and tightness" in her right breast. (B)(6) 2018, the patient had an emergency room visit for chest pain with feeling of port protruding from chest, CT of the chest revealed, "postsurgical changes in the right breast, with infiltration of the right axillary fat. Single air bubble in this area. No localized fluid collection". Visit with surgeon (B)(6) 2018, patient presented with dizziness, port site pain and left arm/shoulder tingling. Breast exam revealed well-healing incision with some surrounding firmness "within postop expectations." At this visit, the port was removed under local anesthesia. Dvt had been ruled out with CT and brain CT and MRI were within normal limits. Surgeon referred her to pcp and oncologist. Oncologist visit (B)(6) 2018 notes the patient continues to have neuropathic pain in her limbs and right breast. The oncologist prescribed pain medicine and referred to physical therapy. Oncologist also noted that the patient had a diffuse rash on her trunk the week before and was prescribed a medrol pack, the rash has resolved suggesting it may have been an allergic reaction. Dizziness also resolved. Breast exam at this visit demonstrated a well healed lumpectomy scar without masses or tenderness. At oncologist visit (B)(6) 2018, approximately 3months post-op, for follow up of her "right breast cancer, rash and pain" patient was noted to have pain in hands and feet from the neuropathy and having some relief with percocet. She had started radiation the week before and now had some breast pain. Patient underwent radiation therapy ending (B)(6) 2018. At rad onc note on (B)(6) 2018, clinician noted the patient had been doing well post radiation therapy with no new issues related to the breasts or radiation therapy., "she has occasional (approximately once weekly) very brief stinging pain in her right axilla scar area." Rad onc notes indicate patient had breast pain/ache, tightness with movement (treated with stretching exercises) and some skin breakdown (treated with topical ointments). At oncology visit, (B)(6) 2018, approximately 6 months post op patient reported pain in the breast and axilla. U/s was essentially unchanged from previous with post-surgical changes and "echogenic biosorb device." Rad onc visit the next month notes intermittent pain and reported patient's performance status is "0-fully active, able to carry on all pre-disease activities without restrictions." Oncologist note (approximately 7months post op), 31jul2018 noted patient had a lifting injury of her right shoulder which aggravated her lymphedema and was in a sling with a compression sleeve. (B)(6) 2018 visit with neurologist notes 7 out of 10 right breast and axilla pain, the patient was encouraged to use heat/ice. Visit with oncologist, dec2018 notes pain in lower posterior axilla, occurring daily and waking her from sleep with ¿chronic, intermittent¿ pain at site of prior breast surgery. In mental health evaluation, jan 2019, the patient reported difficulty showering and washing her hair due to lymphedema and neuropathy. Visit with breast surgeon in (B)(6) 2019 approximately 1.5yrs post op, notes ¿new¿ breast pain and swelling ¿for a few weeks¿, exam on the same visit does not note tenderness, does indicate that the biozorb was palpable. A mammogram was ordered. At a follow up visit (B)(6) 2019 -"diagnostic mammogram showed no evidence of a seroma of the right breast, diffuse post-radiation skin thickening was seen compatible with benign post therapy changes. She says today her breast symptoms are improved, and wax and wane somewhat." At a visit with her breast surgeon (B)(6) 2019 (approximately 2 years post op), her breast exam was unremarkable and continued with bilateral breast pain, worse on the right after ¿treatment¿. (B)(6) 2019, 2 years post op patient continued to report ¿random brief pains in right breast¿ accompanied by right chest wall tightness with movement. The clinician noted no ¿palpable abnormalities¿ and recommended chest wall stretching. In (B)(6) 2020 pain at lumpectomy site noted to be much improved. Mammogram reported, "1.5 cm amorphous hypoechoic mass in the right breast 10 o'clock position, 10 cm from the nipple with associated surgical clips probably benign, likely representing postsurgical change and scar, and probably evolving fat necrosis." Sept 2020, approximately 2.5 years post op, the patient continued to report daily pain at her right posterior lower axilla, which can wake her up at night with limited motion of her right arm/shoulder because of the pain. (B)(6) 2021 f/up w breast surgeon, "typical breast pain and tenderness" left (contralateral) greater than right (ipsilateral breast) office visit (B)(6) 2021 patient was without breast related complaints. Visit sept2022 she had breast related concerns but had continued axillary pain, the clinician recommended stretching exercises. March 2023 breast u/s report noted "targeted sonographic evaluation of the area of pain in the region of patient's scar and lumpectomy site at 10:00 to 11:00, 13 cm from the nipple demonstrates post-lumpectomy changes and echogenic biozorb device. There is adjacent hypoechoic tissue more superficially, which is similar in appearance to patient's prior ultrasound dated (B)(6) 2020, compatible with scarring. No suspicious masses are seen." Oncology visit (B)(6) 2023; the patient denied any breast concerns oncology visit (B)(6) 2023 ("patient explains that she has been having right side breast and axilla pain that travels to the side of her stomach. Patient reports the pain becomes worst at night and when she doesn't eat. Patient reports going through lymphedema/pt which helped. Patient went on to say compression garment does not fit as tight due to weight loss¿order placed for therapy." Breast surgeon visit (B)(6) 2023 "no breast-related complaints or concerns¿, breast exam at this visit was unremarkable. The available medical records end at this point. Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Manufacturer narrative:
It was reported that a patient underwent a lumpectomy on (B)(6) 2017 during which a biozorb was implanted. Patient had a prior diagnosis of invasive ductal right breast carcinoma. The patient reported that she suffered hard painful lumps, sensitivity, itching, swelling, reddening, and necrosis of her breast. No initial evaluation could be performed because there was no returned sample for this complaint the sample was not returned for this complaint and there was limited patient-related information provided for this event; therefore, a thorough investigation was not able to be performed. Investigation into several of the harms reported in this complaint was performed from a clinical literature review, as well as an investigation into the design and risk of the biozorb product. The harms identified during this complaint are: pain, redness / erythema, itching, necrosis, deformity, swelling a review of clinical literature performed on lumpectomies and their associated complications was performed. A summary of this review concluded that, while lumpectomy is a well-established option for breast cancer treatment, it inherently carries risks of complications, most notably infections, seroma formation, chronic pain, and wound healing issues. The literature demonstrates variation in complication rates based on surgical technique, additional therapies (such as intraoperative radiation therapy (iort) or radiation), and individual patient factors, with infection rates ranging from 2% to 10% and seroma rates from 11% to 65%. Pain: biozorb (0.9% to 1.9%): pain or discomfort was reported in 0.9% to 1.9% of patients with the biozorb marker. In one instance, discomfort occurred due to the device being sutured to the serratus muscle but did not result in removal. In another study, discomfort in 1.1% of patients led to device removal. However, given that pain is a well-known complication following lumpectomy, particularly in cases with nerve damage or radiation therapy, some of this discomfort could be attributed to the initial surgical intervention rather than the presence of the marker. Lumpectomy (25% to 60%): chronic pain is a frequent long-term complication of lumpectomy, affecting 25% to 60% of breast cancer surgery survivors. Kwee et al. Reported a pooled prevalence of 31% for neuropathic pain following bcs. The presence of post-surgical pain, particularly neuropathic pain caused by nerve damage, could be exacerbated by or misattributed to the biozorb marker in some cases. Hypersensitivity/allergic reaction/erythema / redness / itching sensation: claudia et al (admoun c, mayrovitz h. Choosing mastectomy vs. Lumpectomy-with-radiation: experiences of breast cancer survivors. Cureus. Oct 2021;13(10):e18433. Doi:10.7759/cureus.18433) explored the experiences of 1,606 breast cancer survivors who underwent either mastectomy or lumpectomy with radiation, focusing on safety, complications, and patient satisfaction. Of the respondents, 978 had mastectomies and 628 had lumpectomies. The study found that lumpectomy patients experienced higher rates of radiation-related side effects, with 98% reporting issues such as skin irritation, thickening, and chest wall tenderness. Sfarad et al. (Sfarad hk, allweis tm. Postoperative complications following lumpectomy with intraoperative x-ray radiation therapy: a retrospective comparative study. Clin breast cancer. Apr 2024;24(3):237-242. Doi:10.1016/j.clbc.2023.12.005) compared complication rates in patients undergoing lumpectomy with intraoperative radiation therapy (iort), external beam radiation therapy (ebrt), or lumpectomy alone for early breast cancer. Among the patients, seroma occurred in 65% after iort, 34% after ebrt, and 11% after lumpectomy alone (p = .000). Surgical site infections were diagnosed in 23% after iort, 15% after ebrt, and 6% after lumpectomy alone (p = .013). Postoperative erythema was reported in 34% after iort, 16% after ebrt, and 6% after lumpectomy alone (p = .000). Minor complications like scar formation, edema, and chronic tenderness occurred in 55% after iort, 47% after ebrt, and 17% after lumpectomy alone (p = .000). The study concludes that iort is associated with a higher rate of complications compared to ebrt and lumpectomy alone, although most complications were minor and transient. The authors suggest that the increased complication rates may be partially due to overreporting with the introduction of a new technology. Educating physicians and patients about potential complications and their course is recommended to help manage postoperative outcomes. Tissue damage / delayed wound healing / necrosis / scar tissue / erosion: biozorb (0.7%): tissue damage, including wound dehiscence and erosion, was reported in 0.7% of patients with the biozorb marker. In a more severe case, the biozorb device eroded into the nipple-areola complex, necessitating complete removal of the nipple-areola complex due to chronic inflammation. However, given that wound healing issues, tissue necrosis, and other damage are known complications of lumpectomy itself, some of these outcomes could be directly related to the surgical trauma and healing process rather than the device. Lumpectomy (13.1% of patients, delayed healing in 6.5%, and skin-flap necrosis in 1.1%, indicating that tissue damage): wound healing issues and tissue necrosis are common after lumpectomy, particularly in cases where large amounts of tissue are removed or additional procedures such as radiation are performed. Knowles et al. Reported wound infection in 13.1% of patients, delayed healing in 6.5%, and skin-flap necrosis in 1.1%, indicating that tissue damage can be a lumpectomy-related issue. Physical asymmetry / deformity / disfigurement: rahimi 2022 (rahimi a, simmons a, kim dn, et al. Preliminary results of multi-institutional phase 1 dose escalation trial using single-fraction stereotactic partial breast irradiation for early stage breast cancer. Int j radiat oncol biol phys. Mar 1 2022;112(3):663-670. Doi:10.1016/j.ijrobp.2021.10.010) concluded that cosmetic outcomes were preserved, with no significant cosmetic detriment across any dose cohort, suggesting that single-fraction s-pbi does not negatively affect patients' physical appearance post-treatment. Both patient- and physician-reported cosmetic scores were consistently favorable over 12 and 24 months of follow-up. Inflammation / swelling / lymphedema / limited mobility: biozorb (0.7%): tissue damage, including wound dehiscence and erosion, was reported in 0.7% of patients with the biozorb marker. In a more severe case, the biozorb device eroded into the nipple-areola complex, necessitating complete removal of the nipple-areola complex due to chronic inflammation. However, given that wound healing issues, tissue necrosis, and other damage are known complications of lumpectomy itself, some of these outcomes could be directly related to the surgical trauma and healing process rather than the device. Lumpectomy (13.1% of patients, delayed healing in 6.5%, and skin-flap necrosis in 1.1%, indicating that tissue damage): wound healing issues and tissue necrosis are common after lumpectomy, particularly in cases where large amounts of tissue are removed or additional procedures such as radiation are performed. Knowles et al. Reported wound infection in 13.1% of patients, delayed healing in 6.5%, and skin-flap necrosis in 1.1%, indicating that tissue damage can be a lumpectomy-related issue. Regarding lumpectomy¿s, berger et al. (Berger l, grimm a, sutterlin m, et al. Major complications after intraoperative radiotherapy with low-energy x-rays in early breast cancer. Strahlenther onkol. Apr 2024;200(4):276-286. Doi:10.1007/s00066-023-02128-z) retrospectively analyzed the occurrence of severe local complications in 10 out of 408 women who underwent intraoperative radiotherapy (iort) with low-energy x-rays during breast-conserving surgery (bcs) for early breast cancer between 2002 and 2017. The complications, which required surgical intervention, included redness (80%), seroma (60%), wound infection (60%), suture dehiscence (60%), and induration (40%). Hematoma and necrosis were less common (10% each). These symptoms emerged from immediately post-operation up to 15 years later, with a median onset at 3.1 months. While most complications were managed with smaller surgical interventions, such as excision of necrotic areas or secondary sutures, more severe cases required complex flap surgery or mastectomy. The study concluded that although iort is generally safe, it carries a risk of severe complications. Preoperative counseling and vigilant follow-up are recommended to manage these risks effectively. Chronic pain, particularly neuropathic pain, affects nearly one-third of patients. (Kwee et al. (2024)), migration can be influenced by several patient related factors which can influence the likelihood of migration after lumpectomy, such as breast density, biopsy location, and biopsy approach. Per a study by ashali jain et al. (2017), marker migration is a relatively common occurrence following stereotactic biopsies, happening in 13% of cases. Swelling is one of the expected events that could occur after surgery and/or radiation therapy regardless of the use of a biozorb device. Due to this, confirmation of the swelling during this event as a normal course of surgery vs being caused by the biozorb is not able to be done. Device explantation is based on the patient¿s physician¿s evaluation of their physical and health state and recommendation; therefore, an investigation into this intervention is not able to be performed for this complaint. Though complications are relatively common, most are manageable with appropriate postoperative care, making lumpectomy a viable option for many breast cancer patients when carefully monitored and followed up. An investigation was performed by subject matter experts (sme¿s) into several of the harms identified as being experienced by the patient related to design, risk management, and clinical factors. The results of these investigations and potential causes can be seen below; however, it is important to note that these results do not include medical input from a qualified medical professional: pain: there is a lack of migration requirements and testing to evaluate if the device can cause tissue damage due to migration. Verification of mechanical strength and simulated use is not adequate due to several opportunities related to sampling size and test methods. The crystalline proportion in the device is unknown. Crystallinity may be causing irritation and foreign body reaction considering the long period of absorption of the device. There is a lack of usability testing evaluating the user needs, so there is no assurance that the surgical methods being used for the users are adequate. There is a lack of adequate user needs to capture appropriate design inputs, and therefore there are opportunities in design outputs and v&v activities. Migration: there is a lack of migration requirements and testing to evaluate if the device can cause tissue damage due to migration. The crystalline proportion in the device is unknown. High crystallinity may be causing migration/erosion considering the long period of absorption of the device. Verification of mechanical strength and simulated use is not adequate due to several opportunities related to sampling size and test methods. There is a lack of usability testing evaluating the user needs, so there is no assurance that the surgical methods being used for the users are adequate. There is a lack of adequate user needs to capture appropriate design inputs. Based on the clinical literature review, the harms reported to be experienced by the patient in the complaint are common symptoms from surgery and lumpectomies; therefore, confirmation of the biozorb causing the harms was not able to be done. However, based on the review of the top harms in regard to the biozorb design and risk documentation, the adverse events reported can be tracked back to a potential shared cause: lack of adequate user needs for the product. User needs define the framework for product development and lay the ground for the definition of design inputs, design outputs and later verification and validation activities. Other potential causes are related to inadequate test methods and/or the lack of evidence to support some specific product requirements. Conclusion: when comparing the safety outcomes of the biozorb marker with general lumpectomy complications, it becomes evident that some of the complications associated with biozorb may stem from the lumpectomy procedure itself. Both procedures share overlapping risks, although the biozorb device introduces additional considerations. However, it has been confirmed that the lack of defined user needs and inadequate test methods and testing evidence are potential root causes for the harms reported in this complaint. This cause will be further investigated and addressed in a CAPA. The risks associated with this complaint event are further described and evaluated against the product and its hazard analysis in the health risk assessment biozorb complaint analysis. Updates to the biozorb hazard analysis risk file will be monitored. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a DHR review could not be performed because no lot information was provided.